Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported insulin was infusing on channel a and calcium gluconate was infusing on channel b when channel b alarmed for ¿channel disconnect¿ or ¿non-recoverable error¿. The channel had not been bumped or jostled prior to the error. The pump module was replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed who found damaged iui connectors. The iui connectors and the battery were replaced.